Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the analysis revealed that no anomalies were found. Blood was noted on the distal conductor of the lead. The distal conductor of the lead was obstructed due to a stylet/guidewire was stuck in the lumen. The distal lv (low voltage) electrode of the lead was covered in blood and the outer insulation of the lead was extrinsically breached due to a cut. The visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt of the right ventricular lead showed undefined impedance values when tested through the analyzer. The attempted lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.